Event description:
Arjohuntleigh has received a complaint where it was indicated that stitches of the loop sling inside of the loops ripped- "open loop stitching". The sling is 3 years old according to the customer. In accordance to info provided this damage was discovered by inspection before use. No pt was involved. No injuries have been reported by the customer. Reference MFR report number: 3007420694-2014-0038.